Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the incorrect repossessing was confirmed. Based on the results of the investigation, the root cause of the pressure release cap not being secured causing the scope to become ¿blown¿ was misuse by user, leading to incorrect reprocessing. The event can be detected/prevented by following the instructions for use which state: ¿chapter 6 compatible reprocessing methods and chemical agents 6.6 ethylene oxide gas sterilization [caution] attach the sterilization cap to the endoscope before ethylene oxide gas sterilization. If the sterilization cap is not attached to the endoscope during ethylene oxide gas sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism (see figure 6.2).¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while reprocessing the visera cysto-nephro videoscope, the scope was blown due to the pressure release cap not being secured. The issue was found during preparation for use. There was no patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.